Event description:
It was reported that the patient experienced a hematoma a few days after a left ventricular lead was implanted and connected to the already implanted pacemaker's atrial port. The pocket was opened, the device was temporarily removed and the hematoma was removed. The device was returned and the pocket was closed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.